Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 378399) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation. The meter, test strips, and vial showed no defects. The returned test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 47%, donor 2 hct: 49%. Testing results: donor #1: retention meter and master lot strips: 1.8 inr, customer meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 2.3 inr. The maximum difference between measurements with the same blood sample was 0.0 inr.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). At 10:40 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.3 inr. At 10:41 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. At 10:43 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.0 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing interval varies.